Manufacturer narrative:
(B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on (B)(6) 2017.